Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from the balloon and not returned with the device. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the inner/outer shafts. However a midshaft kink was noted 30mm distal from the midshaft to hypotube bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent fracture and stent dislodgement occurred. The target lesion was located in the coronary artery. A 2.25x28mm synergy¿ drug-eluting stent was selected for use. After the device was removed from the protective sheath without resistance, the stent delivery system was then advanced to the lesion. When intravascular ultrasound (ivus) was performed, it was noted that the stent was not implanted. It was also noted that the proximal side of the stent was broken and inside the protective sheath. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture and stent dislodgement occurred. The target lesion was located in the coronary artery. A 2.25x28mm synergy¿ drug-eluting stent was selected for use. After the device was removed from the protective sheath without resistance, the stent delivery system was then advanced to the lesion. When intravascular ultrasound (ivus) was performed, it was noted that the stent was not implanted. It was also noted that the proximal side of the stent was broken and inside the protective sheath. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.